Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) with stent implantation stent damage occurred. The lesion was reported as calcified. The promus element stent 2.25x24mm was inserted but failed to cross the lesion. The stent was removed and damage to the proximal struts was noticed. Another device was used to complete the procedure. The patient remained stable and no complication has been reported.